Event description:
The catheter was being utilized for a diagnostic cardiology procedure when it kinked in three different places during the procedure. The kinks were located at the hub, 1" from the hub, and 2" from the hub. There was no reported injury to the pt. Note: the exact lot number of the catheter used in the procedure was not known for certain. Two possible lot marks were reported.